Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by customer that the safety shield did not work properly when staff went to engage needle. Needle not lined up with safety shield. Verbatim: complaint via email. Email(s) attached. Safety malfunctioned during use. The safety shield did not work properly when staff went to engage needle. Needle not lined up with safety shield.